Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst while dilating and withdrawing the vcd from the patient, resulting in loss of access. Manual compression was then held for hemostasis. There was no reported patient injury. Everything went smoothly during preparation and there were no other complications. The vcd was used after a percutaneous transluminal angioplasty using an antegrade approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including confirmation of the insertion angle of the vascular sheath introducer at 30-45 degrees. The vessel type was arterial, and the vessel diameter was verified to be greater than or equal to 5 mm. The mynx vcd was stored and prepared according to IFU instructions. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst while dilating and withdrawing the vcd from the patient, resulting in loss of access. Manual compression was then held for hemostasis. There was no reported patient injury. Everything went smoothly during preparation and there were no other complications. The vcd was used after a percutaneous transluminal angioplasty using an antegrade approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including confirmation of the insertion angle of the vascular sheath introducer at 30-45 degrees. The vessel type was arterial, and the vessel diameter was verified to be greater than or equal to 5 mm. The mynx vcd was stored and prepared according to IFU instructions. Two photos were attached to event-2025-17240. The graphic material shows the distal end of an apparent mynx control unit, where there are blood residues at the distal end of the unit. Apparently, the sealant was already swollen with blood, it cannot be determined if there is exposure from the sealant sleeves. The balloon looks like it was previously inflated. The other photo shows product details, 6f/7f mynx control from ref mx6760e and lot f2509203. No other anomalies or notable details were observed in the images. Additionally, one non-sterile 6/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were not depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was present in manufacturing position and fully covered per the sealant sleeves. About the sealant sleeves, a severely kinked condition was observed. Additionally, a 6f non-cordis catheter sheath introducer was returned not inserted on the device. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis could not be performed due to the sealant sleeves kinked/bent condition observed. An inflation/deflation test was performed, and the balloon did not inflate while a leak was noted from the balloon. A high magnification evaluation was executed to assess the balloon surface. During this analysis, the balloon showed a longitudinal tear, that promoted the leakage observed during the functional analysis. The reported event of ¿balloon balloon loss of pressure¿ was observed through analysis of the returned device as a longitudinal tear was observed on the balloon. Additionally, a kinked/bent condition of the cartridge assembly was noted. The kink noted may have led to difficulties with proper deployment of the device. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.